Event description:
Boston scientific received information that this right atrial lead was explanted due to dislodgement. The ra lead was removed and was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Further analysis revealed coagulated blood in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. Further inspection demonstrated cuttings in the insulation which obviously resulted from the surgery. In summary, there was no sign of a material or manufacturing problem.